Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2021. Inspection of the suction arm was performed where the quality control inspector found the following: suction arm loose, leak at biopsy channel (large/ primary) inlet side, fluid invasion in control body, insertion tube non-pentax material, fluid invasion in segment section, failed wet leak test, umbilical cable non-pentax material, objective lens scratched, light carrying bundle non-pentax material, failed dry leak test, distal body chip at channel opening at thinnest part, customer complaint confirmed, suction function not performed unit compromised, fluid invasion not observed in pve connector, control body mild corrosion inside, operation channel- primary, kinked at end of insertion root, equipment serviced by non-pentax facility, up/ down control knob/ lever markings faded, bending rubber non-pentax material, primary operation channel non-pentax material. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs were performed where the loose suction arm was correction, and the unit returned to inventory. Parts replaced: o-rings and seals, bending rubber, distal joint screw m1, distal end w/ccd-m pb-free/ntsc, insertion flex tube w/seg pb-free, light guide cable, pulley assy pb-free, electricl connector assy, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), remote control button(1)pb_free, r.c. Button(2) pb-free, r.c. Button(3) pb-free, r.c. Button (4) pb-free. This is the first time pentax medical model eb-1970tk, (B)(4) has been returned for serviced at a pentax facility since the device was put into service and did include non-pentax medical components. The endoscope was repaired and approved by final qc on (B)(6) 2021 and was delivered to the customer under delivery order (B)(4).

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.